Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No excessive no delivery alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that customer received excessive no delivery alarms. Customer's blood glucose was 278 mg/dl. Troubleshooting was performed and alarm persisted. Customer was advised that insulin pump would need to be replaced.